Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported by the rep that after three firings of the tsw35 the third cartridge came out of the gun and fell into the abdomen of the pt. The device fired correctly all three times and there was no negative side effects. The surgeon was able to retrieve the cartridge. There was no consequence to the pt.